Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient presented to the ed unresponsive on (B)(6) 2019, however, a specific time was not communicated. The submitted log file contains data from (B)(6) 2019. Baseline pump power typically varied between 4.5-6.7w. 187 pi events were captured through (B)(6) 2019 8:45pm. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Beginning on (B)(6) 2019 11:11pm, external power was disconnected from the system controller resulting in the system switching to power save mode, operating on the internal 11v backup battery for the remainder of the log file. The estimated flow dropped to 2.4 at 11:12pm corresponding to a low flow hazard alarm, and the driveline was disconnected from the system controller at 11:15pm and 11:18pm, resulting in pump stops. A specific cause for the disconnects or the low flow could not be conclusively determined through this evaluation. No atypical events were captured and the system operated as intended for the duration fo the log file. It was later reported the patient expired for unknown reasons. The patient outcome was not device related and the vad was not explanted for return. The system was reportedly operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s implanting center is tufts medical center. For the event the patient was brought to (B)(6) hospital. (B)(6) hospital reported the event to the manufacturer. Approximate age of device ¿ 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had presented to the rhode island hospital emergency department on (B)(6) 2019 unresponsive. The patient reportedly expired. The cause of expiration was unknown, possibly neurologic. The death was reportedly not considered device related. No autopsy was to be performed and therefore pump would not be returned for evaluation. It was reported that system controller history interrogation performed by the hospital clinician revealed lots of pi events and possible slight up-trend in power from 5w > 6 w. Review of the submitted log file by technical services revealed that the pump was functioning as intended and providing support to the patient until (B)(6) 2019 at 23:11. At 23:11 both system controller power cables were disconnected from the power source and the pump was then running on the system controller backup battery. At 23:15 the driveline was disconnected, then reconnected. At 23:18 the driveline was disconnected, and the log file ended at that time.